Manufacturer narrative:
Abbott field service inspected the analyzer including the history log which did not find any errors generated around the time of the event and there was no detectible smoke or burning odor. The technician inspected the cabling for the robotic sample handler (rsh), I-system, and the c-system, and found no evidence of arcing or burnt cables. The analyzers are connected to a ups and were found within the recommended electrical specifications. No parts were replaced or adjusted; the rsh and both processing modules remain in use at the customer site. A review of the (B)(4) service history identified no additional tickets related to the electrical shock or injury to the fingers/hands nor issues related to the rsh. A 12-month review for similar complaints identified no other complaints related to the current complaint. A review of tracking and trending data did not identify any trends related to the complaint issue. The 2020 ul certification memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock from the equipment. Per abbott emc/product safety, the rsh is low voltage (24 vdc max). Since the rsh is low voltage, it is not considered an electrical shock hazard. Manufacturing documentation for the part did not identify any issues. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics complaint investigation no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient/user information was provided.

Event description:
The customer reported a technician received a shock when they touched the robotics sample handler (rsh) on the architect i2000sr analyzer. The electric shock caused the technician's finger to tingle for approximately 30 minutes. No treatment or further impact was reported. The analyzer was checked and no issues were observed.